Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported wireless battery module shuts down which was reproduced. Evaluation inspected the device, and determined the assignable cause of the issue to be failure of the battery. The battery cell was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum wireless battery module lost all power during an infusion. There was no patient involvement. No additional information is available.